Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: d5. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a malfunction. Due to clogging of the channel tube foreign objects came out of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the evaluation found the following: due to deformation of the right/left knob the lock engagement knob rotated concurrently, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a white-clouded area, switch 1 had a scratch, the up/down knob had corrosion, the protector of the universal cord on the control section side had a scratch, the image guide protector had a scratch, and the plastic distal end cover had a dent. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.